Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15, states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, patient experienced pain, swelling, and a feeling of tightness. The patient alleges allergies to the knee components. There has been no revision procedure reported to date.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, patient experienced pain, swelling, and a feeling of tightness. The patient alleges allergies to the knee components. There has been no revision procedure reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date explanted - unknown, PMA/510(k) number/ manufacture date ¿ unknown. This report was submitted to biomet by the FDA.